Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. Date of event: unknown. (B)(4). Original implant date was sometime in (B)(6)2010 in (B)(6). Device is not expected to be returned for manufacturer review/investigation. (B)(4) used for: the patient felt that the device was rubbing and felt she may have an allergic reaction to the device. Should further information become available this determination will be reviewed accordingly. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was done for implants that were originally implanted in (B)(6) 2010. The patient states that the implants were rubbing, but now she is wondering if she had an allergic reaction to the material. The physician stated that the patient did not have a lot of padding and is a small person, so it could be problematic. This report is 4 of 5 for (B)(4).